Event description:
It was reported that during an aorta / iliac bifurcation lesion stenting procedure with an absolute pro vascular labeled as 7x80x135mm, the device although marked as an 80mm length stent appeared to be only 60mm in length. The 65mm moderately calcified lesion was not fully covered once the stent was deployed in the lesion. Additionally, during post-dilatation with a non-abbott 6x80mm balloon, the balloon was noticeably longer than the stent. Post dilatation was able to treat the portion of the lesion that was not covered by the stent. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent shortening was unable to be confirmed as the stent remains in the patient anatomy. A cine of the procedure was received and reviewed by an abbott clinical specialist. Based on the results of the cine and a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.